Manufacturer narrative:
The fe performed the reader camera adjustments with a new cam0 value of 124. The fe sent wadiana1 logs to tac for review. The fe ran wad diagnostic for all appropriate verifications with no issues. The customer successfully ran and accepted qc. Repairs have returned the instrument to expected operation.

Event description:
The fe discovered that the provue camera setting was out of specification. The log showed the setting to be at 132 which is out of specification. The customer is unable to confirm no erroneous results have been reported due to the length of time the out of specification condition has existed. The fe informed the customer of the out of specification finding. (B)(4).